Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer reverted to an alternate form of insulin therapy. It was also reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved without performing a supply change. There was no reported adverse effect to the customer's blood glucose level.